Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts on the most distal row were bent outwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via radial artery. The >90% stenosed target lesion was a de novo lesion located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 2.50mm taxus liberté drug eluting stent was advanced and crossed the lesion. However, the distal portion of the stent has "upturned". The device was retrieved intact. Procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via radial artery. The >90% stenosed target lesion was a de novo lesion located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 2.50mm taxus¿ liberté¿ drug eluting stent was advanced and crossed the lesion. However, the distal portion of the stent has "upturned". The device was retrieved intact. Procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).